Event description:
A voluntary MDR/medwatch report was received on 5/9/2024. It was reported that an unspecified sensor issue occurred. Date of event is an approximation. The unknown patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). The patient reported a ¿defective sensor¿ which did not work and resulted in him being hospitalized. No patient symptoms were reported. There was no documentation of the treatment/medication the patient may have received. There was no documentation about how long the patient was hospitalized. Due diligences were not attempted as the reporter elected to not be identified. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Voluntary MDR/medwatch report number mw5154157.